Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, one of the hemopro silicone jaw boots came loose from the device. Nothing fell into the patient and no intervention was required. A replacement device was used to complete the procedure. The hospital did not report any patient effects.